Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the pump indicated it was not primed after the patient completed the prime sequence appropriately. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to prime the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/21/2017 with the following findings during investigation: unable to verify or duplicate reported issue. Unrelated to the original complaint, the battery compartment was observed to be cracked.